Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, a21 alarm, self test and displacement test or verify a21 alarm and a17 due to blank display. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display screen. The customer also stated that, the customer received with an multiple insulin pump errors. The insulin pump was able to rewind. The unexpected restart alarm was reoccurred when insulin pump was in use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.